Manufacturer narrative:
One cadd®-solis vip ambulatory infusion pump was returned for investigation. A visual inspection of the device revealed the pump to be in good physical condition. A review of the event history log confirmed the reported problem. Functional testing was performed and the reported error was able to be duplicated. The cause for the reported event was determined to be a faulty downstream occlusion sensor. The root cause for the faulty downstream occlusion sensor is unknown.

Event description:
It was reported that a cadd®-solis vip ambulatory infusion pump displayed a "cassette not attached" alarm. No injury was reported.